Event description:
The device was used during a low anterior resection. It was reported by the rep. That after firing, the staples were malformed. The instrument was unable to break through the cdh's washer. After the operation, the surgeon tried to fire the same instrument again, then it broke through the washer. There was no consequence to the pt.